Event description:
A patient on a rotorest delta developed a stage iii pressure ulcer on the sacrum and stage I pressure ulcers bilaterally on the collar bone because of a modification that was made to the bed by the facility; it was not possible to secure the patient in the bed as designed which caused the patient to slide creating shear and friction pressure points. The modification was made without kci's knowledge or approval. The patient has a history of osteoporosis, kyphosis, ankylosis, prostate and renal cancer. Prior to being placed on the rotorest delta, the patient was being turned on another bed (not a kci bed) and developed a t9-t10 fracture. The patient was subsequently placed on the rotorest delta and the facility built a wooden platform to fit behind the patient's back to stabilize the fracture. The patient's physician discussed with the patient's family the increased risk to the patient related to this modification, including skin breakdown. The physician felt this was the only option to stabilize the patient's fracture since the patient was not a surgical candidate. The wound care team at the facility assessed the patient daily to manage the skin breakdown.

Manufacturer narrative:
A kci representative spoke with the nurse manager at the facility and emphasized that kci did not condone or authorize the modifications made to the bed and kci wanted to examine and evaluate the modification with the patient on the bed. The modification to the bed was evaluated by several kci representatives on 12/03/2007. The patient had a foam covered wooden wedge behind his back and because of this the head and shoulder packs on the bed were not engaged. The patient was not centered on the bed nor secured well. The facility was only rotating the patient 30 degrees since the patient could not be adequately secured. It was determined that the staff could not open any hatches above the rectal hatch because of the modification, so could not effectively evaluate the patient's skin condition while on the surface. The nurse manager at the facility stated that the skin breakdown was related to unauthorized modifications to the bed and not the product as designed. The patient is currently off the bed because the goal of therapy was achieved. The patient is doing well and is up and moving around. The bilateral stage I pressures ulcers on the collar bone have healed. The patient still has the sacral pressure ulcer, but the facility felt the benefit of the modification to the bed outweighed the risk; the facility believed they could heal the sacral pressure ulcer.